Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Unit then underwent functional testing; connected to 50 psi air and powered on. Device finished power on sequence, cycled once, and then stopped cycling, confirming customer complaint. Demand detector was removed, and the rubber gasket around the trim needle was noted to be damaged. This was replaced, and device then passed all functional testing. A final 6 hour test was performed, periodically changing the settings and turning device off and on. No further issues were noted. The problem source has been determined to be unknown.

Event description:
Information was received that a smiths medical pneupac parapac ventilator was not cycling properly. No adverse effects were reported.